Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 11 february 2020 and 3 december 2020 recorded the rv pacing impedance trend curve with values at 600 ohms and an intermittent drop to less than 200 ohms in the end of the recorded period, as reported in the complaint. The analysis of the provided iegm episodes revealed artefacts on the farfield and rv channel, which led to the reported oversensing as well as an inappropriate ICD charging cycle. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 36 months, oversensing on the ventricular channel was observed. The physician decided to monitor the patient via homemonitoring.